Event description:
The pt was implanted with an ams monarc sling on or about (B)(6) 2011. The product was implanted with the intention of treating the pt for stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, urinary problems, significant mental and physical pain and suffering and has required add'l surgery and medical treatment, and has sustained permanent injury, and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.